Manufacturer narrative:
Related manufacturer report number: 2916596-2020-05647. Related manufacturer report number: 2916596-2018-00551. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2021 with worsening drainage and suspicion of abscess. The patient was re-cultured and still found to be positive for staphylococcus aureus with 1.5 centimeters fluid collection via abdomen computed tomography scan. Patient was started on intravenous antibiotics. Patient was debrided on (B)(6) 2021. The patient remains on intravenous cefazolin with a wound vacuum assisted closure dressing. The driveline was noted to have a tear in it, the rescue tape had been previously applied got wet with drainage. Adaptic covering was applied to prevent driveline from tearing any further. There is concern that there will be compromise to the driveline due to the constant wet conditions of the driveline. The patient underwent pump exchange on (B)(6) 2021.

Manufacturer narrative:
Section b5: the patient's previous admission for driveline infection is reported under MFR # 2916596-2020-05647. The previous driveline repair and application of rescue tape is reported under MFR # 2916596-2018-00551. Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed compromised wires and superficial damage to silicone jacket. Additionally, a specific cause for the reported driveline infection as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted photo showed the driveline exit site which presented drainage and was inflamed. (B)(6) was returned with the driveline severed approximately 6.5¿ from the pump housing, a distal segment of driveline measuring approximately 30¿ was returned. The sealed inflow conduit (inlet extension, flex section and inlet elbow) was not returned. The sealed outflow graft with outflow graft bend relief and bend relief collar was not returned. The outlet elbow was returned attached to the outlet port. Examinations of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The distal driveline was returned with a pervious driveline repair approximately 17.5¿ from the metal connector. The outer silicone sleeve of the distal driveline had an area of rescue tape approximately 2.5¿ and 20.5¿ from the metal connector. The outer silicone sleeve revealed superficial damage approximately 2.5¿, 8¿, 23¿ and 25¿ from the metal connector. The rescue tape was removed and revealed areas of superficial damage to the silicone sleeve approximately 15.5¿ and 21¿ from the metal connector. The outer silicone sleeve of the pump end driveline was unremarkable. Upon removal of the silicone sleeve, a green tint was noted to the bionate of the distal driveline but was otherwise unremarkable. An electrical continuity test of the returned segments of driveline was conducted, and variations in resistance was found on the red wire of the distal driveline. The remaining wires and wires of the pump end driveline were found to be electrically intact, even with manipulation of the driveline. No other wire-to-wire or wire-to-shield shorts were induced. The bionate was removed and revealed numerous areas of shield breakdown and one larger area approximately 2.5¿ from the metal connector. The shielding on the pump end driveline was unremarkable. The shielding was removed, and visual and microscopic inspection of the underlying wires revealed areas of breaches to the wire insulation on the red wire approximately 22¿ from the metal connector on the distal driveline and on the orange and red wire approximately 5.5¿ from the pump housing. The damage to the red and orange wires appeared to be due to abrasion from the metal braided shielding. Visual and microscopic inspections of the remaining underlying wires of the distal and pump end sections of driveline revealed no damage/breaches to the wire insulation. Excluding the red wire, the remaining wires of the distal end driveline were submerged in a saline solution for hipot testing to further verify each wires insulation. The test did not identify any additional breaches. The observed breaches to the brown, red and orange wires had the potential to result in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as a power module or mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 03apr2015 the heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. This IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions for preventing infection are outlined in various sections of the IFU, as well as the hmii lvas patient handbook. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the hmii IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook provides care instructions in regards to preventing infection are also outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.